Event description:
A company representative reported two capri height expansion drivers changed the lordosis of a capri expandable cage rather than the height (as the physician intended). After seeing the change in lordosis in the x-ray, the physician attempted to decrease the height of the cage but was unable to, reporting that the cage had "stripped." The physician completed the case with a 30-minute delay and reported that, "the distraction fit was acceptable to finish the case but not ideal for the patient." This report captures the second of two capri height expansion drivers.

Manufacturer narrative:
A review of complaint history associated with the subject catalog number was performed and no adverse trends were observed. Device history records were reviewed for this lot and no relevant issues were identified. The returned device was evaluated and it was observed that the distal teeth of the instrument was damaged. It is likely that the damaged driver tip deformed the lower and upper threaded rings of the cage, preventing the cage from being expanded or collapsed. The cage remains implanted in the patient and a x-ray was provided in lieu of device return. In the x-ray, the internal expansion tower endplate is seen to be angulated. It is likely that the height expansion driver was engaged to only one of the tower rings. In order to expand the height of the cage, the height expansion driver must be properly engaged with both the lower and upper threaded rings. Engagement of only one of the rings will cause the endplate to angle instead of increasing the overall tower height.

Event description:
A company representative reported two capri height expansion drivers changed the lordosis of a capri expandable cage rather than the height (as the physician intended). After seeing the change in lordosis in the x-ray, the physician attempted to decrease the height of the cage but was unable to, reporting that the cage had "stripped." The physician completed the case with a 30-minute delay and reported that, "the distraction fit was acceptable to finish the case but not ideal for the patient." This report captures the second of two capri height expansion drivers.